Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient experienced elevated blood glucose (bg) of 489mg/dl with dry mouth, nausea, vomiting, extreme thirst, extreme drowsiness, and moderate ketones. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued pump therapy. Customer technical support reviewed the pump with the reporter and the pump was found to be functioning correctly. The patient's healthcare provider (hcp) reportedly insisted the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy.f

Manufacturer narrative:
Follow-up #1: date of submission 03/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump history indicated that the last bolus delivery was a 1.0unit bolus on (B)(6) 2016 at 08:38 and the last basal delivery occurred on (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.